Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The photo shows the atlas pta balloon which appeared to be bloody. A circumferential break was noted at the glue joint of the balloon and material rupture was noted on the balloon. Therefore, based on the photo review, the reported break and identified material rupture can be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly separated from the connecting pole. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly separated from the connecting pole. The procedure was completed using another balloon. There was no reported patient injury.